Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was confirmed due to a flash memory failure at bga components u102 and u105 on the c/a board. The root cause for the bga failure could not be positively identified. There was no adverse event that resulted from the damaged charger.